Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the first loading unit noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. Visual examination of the second loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading units found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The shipping wedge has been removed or is no longer fully seated in the metal channel and an staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. Attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. In the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, after installation, the surgeon closed the jaw of the device in order to enter the cavity. But after entering, the jaw was unable to open. Replaced with another stapler and staple, but the same problem occurred. No patient injury reported.